Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed self-test and displacement test. Pump error alarm confirmed in the pump history due to broken pin 1 trace on u1 keypad assembly.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 184 mg/dl. The troubleshooting was performed. The customer reported that the self test was performed and the test was not passed. The insulin pump will be returned for analysis.